Event description:
Additional information was received that the patient is not pacemaker dependent.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pacemaker noted that the right ventricular lead was over-sensing noise resulted in pacing inhibition which was reproducible on provocation test. No intervention has been performed. The patient was in stable condition.